Event description:
It was reported that; when doctor used the spreader to distract the screws, he found the reduction polyaxial screw's head fixed and cannot move any more. The same accidents happened in other 2 normal polyaxial screws. Doctor changed all the 3 bad screws. After operation,the reduction screw's head became normally movable by heavy force from dealer, and the rest 2 screws are still fixed. And one lumber's pedicles were broken because of the heavy force of the distraction of fixed polyaxial screws, doctor decide to not insert screws any more in this lumber.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were identified in the manufacturing records. All units were inspected and met stryker specifications. The reported event couldn't be confirmed, the device was found upon visual and functional inspection to fully operational. Conclusion: the plausible root cause is user failed to adhere to operating instructions. No other anomalies were observed.

Event description:
It was reported that; when doctor used the spreader to distract the screws ,he found the reduction polyaxial screw's head fixed and cannot move any more. The same accidents happened in other 2 normal polyaxial screws. Doctor changed all the 3 bad screws. After operation,the reduction screw's head became normally movable by heavy force from dealer, and the rest 2 screws are still fixed. And one lumber&#38112;pedicles were broken because of the heavy force of the distraction of fixed polyaxial screws, doctor decide to not insert screws any more in this lumber.